Event description:
Followup x-ray revealed two broken 12mm bone screws at level c-6 and c-7. At this time the surgeon does not plan to removed. The patient will be monitored and elevated at a later date.